Event description:
Information was received from a healthcare professional for a clinical study reported the patient had a urinary tract infection (uti). Laboratory test results came back positive for uti on (B)(6) 2014. Medications were administered, including ciprofloxacin, since (B)(6) 2014. The uti resolved sequelae on (B)(6) 2014. It was noted that it was "unlikely" related.

Event description:
Additional information received reported the event resolved without sequelae (B)(6) 2014.

Event description:
Additional information received reported urinary tract infection (uti) was not listed on the patient's baseline medical history and the reported event was the only event of uti since enrolling in the study. The etiology was indicated other: "patient [had] a diagnosis of urinary tract infectious disease."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.